Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged. The crimped diameter of the stent complies with the specification. Review of the production documentation of the product detailed above verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (stenosis degree: 90 percent) in the moderately tortuous mid lad. Despite pre-dilatation, the lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes.